Event description:
The dentist called because they had gotten gluma desensitizer in a pt's eye. She said that the pt was at the optometrists next door to them and that they need the ph of the gluma and the msds. The msds was emailed with request for pick up and replacement of the bottle. The ph was provided over the phone. I asked for her to describe the incident. She said that she had a rubber dam and safety glasses on the pt. She said that she saw a drop of the gluma fall and it went under the glasses and into the pt's eye. She said that the pt immediately said, "ouch" and they stopped and started rinsing the pt's eye. She said the eye was irritated and red. She said that the pt was immediately sent to the optometrist when they finished rinsing. She needed to go so that she could get the info to the optometrist. I asked to call and f/u on the pt. She said that would be fine. Three attempted f/u calls and an e-mail were sent to the office. No response from the office following these attempts. MFR ref #9610902-2013-00050.